Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin port has come away, together with its rubber ring and it wont go back securely. The customer¿s blood glucose level was unknown. The customer also reported that the case was damaged. The insulin pump will be returned for analysis.